Event description:
The suture was used during an unspecified procedure. Reportedly, inadequate suture performance led to undesirable surgical outcomes. The hosp provided additional info via medwatch codes which informed co that the suture broke. Also provided via codes, the procedure had to be repeated.